Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator. An allegation has been made that this device only lasted 33 months and so another competitive ICD was replaced instead of a guidant device. No adverse patient symptoms were reported.